Event description:
The complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforced tube size 7.0mm. Customer complaining: "the user was unable to remove air from its balloon. It was found at cuff before use."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove an endotracheal tube whose balloon cuff had failed to deflate. If forcibly removed with the cuff fully inflated, the pt may suffer a serious harm. (B)(4).